Event description:
Needle broke during procedure. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes 1. Are images of the device or procedure available? No 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, 5. If the device is a procore needle, is the device damage located at the notch / core trap? No if no, please specify where the damage is located: _____________________ 6. Was gaining access to the target site difficult? No 7. Was the device used in a tortuous position? No 8. Was puncture of the target site difficult? No 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.).stomach a. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 10. Please describe the size of the intended target site. Stomach tumor 11. If not with the device in question, how was the procedure performed and/or finished? With biopsy forceps 12. Was the device damaged in packaging prior to removal? No 13. Was the device damaged on removal from packaging? No 14. Was force required to remove the device? No 15. Did the patient require any additional procedures as a result of this event? No 16. What intervention (if any) was required? No 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? Yes, 19. If yes, please specify what was observed and where on the device it was observed. The end of the needle was broken . 20. What is the scope manufacturer and model number that was used? Olympus, gf-uct-180 21. Was resistance felt while inserting the device through the scope? No 22. Was the scope recently serviced / repaired? No 23. When was the issued with the product noted? Needle or on needle retraction? 24. Was the syringe used during the procedure, after the stylet was removed? No 25. Was difficulty experienced while retracting the needle? No 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no 27. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a,yes,no 28. Was the stylet partially removed when advancing the needle into the target site? N/a,yes,no 29. How many samples were obtained (passes completed) with this needle? 30. Did any section of the device detach inside the patient? N/a if yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c2025928 of echo-hd-3-20-c was returned for evaluation. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on the 04th of april 2024. The returned device lab findings and observations can be referred through the attached files. On evaluation of the devices the following observations were made: broken needle tip returned separately length approx. 0.6cm (ipe of ruler (ipe0402)) distal end of needle examined and observed to be broke approx. 6.1cm from tip of sheath, sheath extender able to advance and retract without issue, needle able to advance and retract without issue, manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c device of lot number c2025928 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0077). Image review: an image was not returned for evaluation. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to combination of device being used in a flexed or twisted position and advancement into a hard lesion causing the distal tip of the needle to break. Although it has been advised that target site was not difficult, it is possible the actual stomach tumor was hard, or damaged occurred on insertion into the scope leading to the distal end of the needle breaking. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken needle tip was recovered with biopsy forceps. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 29-may-2024.